Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08620 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump had insulin flow block alarm. Customer stated they kept getting insulin flow block alarm after trying new infusion set, sites and insulin pump. Customer agreed to perform troubleshooting and had tried all recommended troubleshooting. Customer stated that they are very upset as he had never faced this issue before. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.